Event description:
It was reported that belt clip was broken. No further information provided.

Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.